Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR#: 2134265-2010-02560. It was reported that during a nephroureteral stenting procedure a tear occurred in the ie temp tip 8/26. They were placing the device with a non bsc wire. The device was placed in the patient and the physician injected dye and noticed it was leaking. The device tore near the proximal holes. They used another ie temp tip 8/26 and as they placed this one the physician noticed that it did not look right. He injected contrast and could see that the device had torn on the catheter proximal to the side holes. The procedure was completed with a ie temp tip 22/138. There was no issue in regards to the wire. The patient status is listed as ok with no complications reported.

Event description:
Same case as MFR#: 2134265-2010-02560. It was reported that during a nephroureteral stenting procedure a tear occurred in the ie temp tip 8/26. They were placing the device with a non bsc wire. The device was placed in the patient and the physician injected dye and noticed it was leaking. The device tore near the proximal holes. They used another ie temp tip 8/26 and as they placed this one the physician noticed that it did not look right. He injected contrast and could see that the device had torn on the catheter proximal to the side holes. The procedure was completed with a ie temp tip 22/138. There was no issue in regards to the wire. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: residue present on the device indicates use. From a visual evaluation, it was found that the nephroureteral stent was torn/ ripped along proximal suture holes through the drain holes along the mid working length. The original product pouch did not have any tear/ cuts indicating the tear on the catheter was not due to handling damage during shipping. Examining the torn/ ripped section of the nephroureteral stent, it appears that the suture likely cut through the working length. It appears that the device was used in tortuous anatomy and during the tightening of the suture (potentially excessive force), the suture ripped/ tore the stent along its working length. The device was not broken in two. Though the stent was torn/ripped, it was likely due to the suture/excess force during tightening and not due to material degradation or wall thickness. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).